Event description:
It was reported that patient received several inappropriate shocks. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
A fracture of the re coil was found within the is-1 connector boot region, consistent with fatigue. This fracture is consistent with the observation from the field of inappropriate shock.